Event description:
It was reported that during an unknown procedure, the device was jammed on the second shot. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did the device cut? Yes. Did the device staple?yes. What device was used with this reload? Ec60. The analysis results showed that one blue reload was returned with the cartridge deck and one piece sled damaged. The reload was received partially fired 2/3. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed.